Event description:
It was reported that post implant, a low battery voltage and low hv lead impedance were observed. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.